Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the valve. Leak test and microscopic analysis was performed which identified: delamination total of the valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).